Event description:
The contralateral limb of the graft was inadvertently pushed into the aneurysm when placing a wall stent. The physician elected to use an aneurex iliac cuff extension in the contralateral limb.